Event description:
The following info was reported: balloon loss of pressure while pulling back the balloon, manual compression was applied for 30 minutes. The pt was hot hospitalized.

Manufacturer narrative:
The balloon from the returned device was inflated with fluid to determine if there was any presence of leak in the balloon; no leak was observed. The device successfully passed all the functional tests performed and is deemed to meet spec. The review of the lhr (lot f1405601) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided info and the investigation performed, the probable cause of the balloon loss of pressure/ pull through may have been failure to purge the device of air during prep.